Event description:
It was reported that during a rotational atherectomy procedure, a burr detachment occurred. The lesion was located in the left coronary artery. The lesion characteristics are unk. A rotawire guide wire had advancement difficulties, and another of the same rotawire was used without issue. The rotalink plus was advanced to the lesion and the burr detached in the pt. The burr was removed from the pt by unspecified means. No pt injuries or complications were reported. The pt status is reported as "fine." Additional info has been requested but has not been received.